Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported keypad malfunction, which was reproduced. The device eval confirmed the malfunctions. It was observed that the unit would shut off when the far right blue soft key was pressed, and the number 2 key performed the same action as the "ok" key, caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb and shielding was replaced.

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. It was also reported there was no pt involvement.